Event description:
The customer reported that the system made a loud pop and then it would no longer boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation power supply was replaced. The system was then found to be operating as intended.